Event description:
A webform complaint was received in which an error message of ¿scan again in 10 minutes¿ was reported on the adc device. Customer was unable to obtain readings and as a result, customer required third-party treatment of juice, sugar, and/or food by a relative, a neighbor, a friend (a person who is not a doctor). Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.